Manufacturer narrative:
At the time of the event, there was no indication of a reportable malfunction based on information provided and assessed by alere (B)(4). Alere (B)(4) updated reporting decisions and conducted a retrospective review of complaints against the updated reporting decisions. This MDR is a retrospective filing that was identified during this retrospective review activity associated with an observation from an FDA inspection conducted in january 2019 at alere (B)(4) (reference eir (B)(4)). The awareness date is based on updated reporting decisions and completion of the retrospective review activity. There is no new or increased trend based on this retrospective review activity. Investigation results: an investigation was performed on retention and returned devices for the reported lot number. Retention and returned devices were tested with clinical hcg-negative serum samples. Results were read at 5 minutes and all devices produced expected negative results. Returned devices were also tested with the returned serum sample. Again, results were read at 5 minutes and all devices produced negative results. Quantitative hcg analysis was performed on the returned serum sample. The mean of the results was 1.4 miu/ml; this correlates with the negative results observed during in-house testing. No false positives were observed during in-house testing. Manufacturing batch record review did not uncover any abnormalities. A root cause could not be determined from the available information. This test provides a presumptive diagnosis for pregnancy. A false positive result can be caused by a variety of factors and interfering substances; for more information please refer to the limitations and interfering substances section of the package insert. For these reasons, a secondary analytical method must be used to obtain a confirmed result.

Event description:
(B)(6) 2018: the patient presented to facility's ER with diarrhea that she has had for 2 weeks and abdominal pain that started on (B)(6) 2018. A patient serum specimen was tested on the fisher sure-vue hcg stat serum/urine kit and a positive result was obtained. Per facility's procedure, whenever a positive result is obtained on the rapid test, a serum/beta quant test is ordered. Serum/beta quant= <1miu/ml. The patient was interpreted to be not pregnant. The patient also had an ultra sound done due to the abdominal pain. Based off ultrasound, the physician believes patient to have a ruptured ovarian cyst. (B)(6) 2018: the same patient serum specimen from (B)(6) 2018 was tested on the fisher sure-vue hcg stat serum/urine kit and another "faint positive" result was obtained. Troubleshooting occurred with a discussion about possible causes for unexpected results focusing on proper sampling technique, storage conditions and patient specific factors per the package insert (pi)-no deviations were noted.